Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: the black box showed evidence of sudden drops in voltage resulting in battery alarms beginning on (B)(4) 2018. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. Battery compartment cracks were observed in the thread area and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. Pump base cracks were observed between the case seal and the keypad. The pump was unable to complete a 24 hour basal program due to low battery warnings. Electrical current draws were not within specifications. The pump case was removed. Evidence of moisture contamination was observed inside the pump on the transceiver and the continuous glucose monitor board. These components were unplugged and excessive current draw levels returned to within specifications. The power flex and power components were inspected with no defects found. No damage was observed to the power circuit. The low battery warnings were due to the high current draws. High current draw values were due to internal moisture contamination. No temperature excursion was detected.